Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk hip acetabular liner poly/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Event description:
It was reported that on (B)(6) 2025, the product was discovered to have failed as the liner was torn, causing the patient to use crutches and to place all weight on the right leg to avoid any weight-bearing on the failed left hip prosthetic, which then led to posterior tibial tendinosis. Due to this failure, the patient underwent a revision surgery on (B)(6) 2025. Doi: unknown, dor: (B)(6) 2025, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "on (B)(6) 2025, the product was discovered to have failed as the liner was torn, causing the patient to use crutches and to place all weight on the right leg to avoid any weight-bearing on the failed left hip prosthetic, which then led to posterior tibial tendinosis. Due to these, the patient underwent a revision surgery on (B)(6) 2025. Doi: unknown. Dor: (B)(6) 2025. Affected side: left hip". The product was not returned to depuy synthes; however, a series of x-rays were provided for review. See attachment (pal- (B)(4)- x-rays retrieved from disc by (B)(6) ¿ (B)(6) 2026). The x-ray investigation revealed an eccentric position of the femoral head located at the left hip, showing a gap between the cup and the femoral component. Given the x-ray sequence and the comparison with the right leg, it is reasonable to confirm wear on the liner component, condition that could have led to the reported event. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk hip acetabular liner poly would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed.if the lot/serial number becomes available, the record will be re-assessed.